Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced unsuccessful pairing with an fsl3+ sensor due to an outdated app version. After updating, the user attempted to reconnect but continued to have issues. Later that evening, troubleshooting confirmed the sensor was an fsl3 (not 3+), and the ilet mobile app initially failed to connect. After restarting the app, removing and re-adding bluetooth, and restarting the phone, the ilet successfully paired with the sensor, and the user was able to scan and begin warmup. At that time, the user¿s blood glucose (bg) was 268 mg/dl, which they entered manually into the pump. On (B)(6) 2025, follow-up confirmed that the user¿s bg had peaked at approximately 400 mg/dl before the sensor was connected around midnight, after which levels returned to range. The ilet did not provide alerts during the high bg because it was not connected to a sensor. The highest bg during this event was 400 mg/dl, corrected by reconnecting the sensor and resuming insulin delivery. No symptoms, outside assistance, or medical intervention were reported.